Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The next day post admission, the patient underwent successful stent assisted coil embolization of the right ruptured posterior communicating artery (pcom) aneurysm with excellent flow restoration. Post procedure the patient¿s neurological status improved; however, the pulmonary status continued to decline. The patient developed heart and respiratory failure. Imaging revealed a subarachnoid hemorrhage (sah). Nine days post procedure following the family decision to ¿do not resuscitate (dnr)¿, the patient was extubated. The patient¿s condition continued to deteriorate. The patient¿s became lethargic, neurologically and mentally declined, respiratory status worsened over the next nine days. The family made the decision of comfort measures only and the patient expired nineteen days post procedure. The cause of death was ¿due to the patient's baseline disease coupled with multiple co morbidities in this octogenarian.¿

Event description:
Following the procedure, the patient expired. The cause of death and the exact day is unknown. No further information was provided.

Manufacturer narrative:
Death date: the patient expired in 2007.